Event description:
It was reported that the iab was inserted in 2004 and 2 days later blood was observed in the helium tubing. Because of this, the iab was removed. A replacement iab was not indicated. There were no pt complications.